Manufacturer narrative:
This report is submitted on may 1, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a seroma at the magnet site and was treated with a pressure dressing and antibiotics (date and type not reported). The patient is being clinically managed by the health care provider.